Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the insulin pump had a scratched screen. The customer noticed the scratched while trying to troubleshoot for a bolus stopped alarm. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had a weak battery alarm after battery change due to a power connector on the battery tube not plugged in properly. The insulin pump passed the restart error test and no unexpected bolus stopped alarm was noted. No corrupted history file alarm was noted during testing. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.